Manufacturer narrative:
Logfiles were received by local technical service and analyzed. After the treatment is finished (vacuums are turned off) it is not possible with the joystick in z to go up (arm stays in treatment position). Most possible root cause is that customer lifted patient release to bring out patient. The root cause could not be identified conclusively as the logfiles do not record joystick movements and the error could not be reproduced. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the patient release activated during lasik flap creation. No patient impact or harm. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received; this event occurred after the flap creation was complete. An error popped up on the machine requiring the gantry to be manually lifted to activate the patient release.

Manufacturer narrative:
At the visit on site the field service engineer calibrated the light and weight barriers of the system. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on alcon company acceptance criteria. The root cause could not be identified conclusively however, the error message is a safety system which is intended to release patient during an unplanned interruption of the treatment. The manufacturer internal reference number is: (B)(4).